Manufacturer narrative:
Non healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of life (eol) and began alerting for charge circuit timeout. It was indicated that the patient's left ventricle ejection fraction improved and their physician suggested removing the device. However, the patient decided against device removal. The device is still in use. No patient complications have been reported as a result of this event.